Event description:
An adc customer reported that on he received readings of 74mg/dl and 161mg/dl on his fs lite meter and as a result he reportedly self-treated with 50 units of insulin. Customer further reported he experienced both a loss of consciousness and seizure however, during troubleshooting the customer hung up and the medical survey was not completed. The date of the medical event is unknown. Unsuccessful attempts have been made to contact the customer to clarify the medical event. No third party intervention or diagnosis was reported. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
As the date of the medical event is unknown. In addition, the readings of 74mg/dl and 161mg/dl when plotted on the parkes error grid fell within the "b" zone showing the difference in values is not considered clinically significant. Customer's products have been requested back for investigation. A supplemental report will be sent once new information is obtained.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2011. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1071713) were tested with control solution instead. All results were within the range specification and no errors were observed.